Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture one opening observed on posterior side assessed as surgical damage. Additional observations: ¿ green particles observed on the surface of the shell. ¿ creases were observed. ¿ wear abrasion observed.

Event description:
A healthcare professional reported rupture on the right side diagnosed by MRI. The device has been explanted.

Event description:
A healthcare professional reported rupture on the right side diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.